Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system (model# m-5463-01 serial# (B)(4)). Coolflow pump (model# m-5491-02 serial# (B)(4)). Soundstar catheter (model# m-5723-17 serial# (B)(4)). (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After acquiring 3-4 mapping points with the smarttouch catheter in the right ventricular outflow tract, a small pericardial effusion was noted while taking contours that increased in size and the patient became symptomatic. Systolic blood pressure decreased from 120 to 80. Effusion was confirmed via intracardiac echocardiography. A pericardial drain was placed and 350 cc sanguinous fluids were drained. Procedure was aborted. There was no transseptal puncture. No ablation had been performed. The patient did not require extended hospitalization as a result of this adverse event. The patient was noted to be fully recovered and was discharged on (B)(6) 2015. The physician's opinion regarding the cause of this adverse event is that it was procedure-related and patient condition-related. It was reported that the physician believes the patient's advanced age and thin anterior wall of the right ventricular outflow tract may have been contributing factors. There was no contact force greater than 22 grams noted during mapping. Settings during the event include: irrigation flow setting of 30ml/min and 17ml/min and a st jude 8.5 french short sheath was used. There were no error messages observed on any bwi equipment during the procedure. There was no anticoagulant used during this procedure.